Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown right stryker knee. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Event description:
It was reported that the patient is experiencing pain. Patient reports that the pain starts in the morning and goes on all day until he lies down and then it stops. Patient states that the knee pain is as bad as before he had implant surgery but that his knee is not weak or feels like it is going to buckle underneath his weight. Patient wants to know why his knee is so painful.